Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after 40 months for elective replacement indicator (eri). The physician expressed dissatisfaction with regard to device longevity. In addition, this implantable transvenous defibrillation lead was capped because of insulation damage during the explant procedure.